Event description:
Customer alleges that the device turns itself off and on and remains off intermittently.service representative was unable to duplicate alleged condition. Proper operation of the device was confirmed.